Event description:
The surgeon implanted an aa4204vl silicone lens but it tore while it was being inserted. The lens was removed with no patient injury or event. The nurse stated it was unknown as to why the lens tore. An msi-tr injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility.